Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air drive device housing was blocked, the gearbox, bearings and seals were defective. It was further determined that the device failed the following pre-tests: general condition, check the attachment coupling, check reverse locking mechanism, check for air leak, check function of soft mode switch (safety system), check triggers for forward I reverse mode, check for excessive noise, check for untrue running, check the power with test bench and check starting behavior. It was reported in the service order that the device was not working properly. This event occurred before use on patient. It was unknown if there were any delays to the surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.